Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment of the right internal iliac artery aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. A contralateral leg endoprosthesis was attempted to implant as a bridging device between a trunk ipsilateral leg endoprosthesis and an iliac branch component. The contralateral leg was deployed only proximal part where overlap part with the trunk ipsilateral leg endoprosthesis first because the contralateral leg endoprosthesis was needed to push up. An angle of c-arm was adjusted to confirm the ring marker of the iliac branch component for aligning the distal position of the contralateral leg accurately. While the angle of c-arm was adjusted, the contralateral leg was unintentionally deployed completely. The distal of the contralateral leg endoprosthesis was deployed in the external iliac artery and it obstructed the blood flow of the internal iliac artery. The physician attempted to push up the contralateral leg endoprosthesis using a balloon catheter, but it was not able to be success. No additional treatment was performed and the procedure was concluded. The physician stated that the contralateral leg was unintentionally deployed without deployment operation after it was deployed 3 ¿ 4cm and the contralateral leg was not able to be pushed up even if using a balloon catheter.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis or delivery system: improper component placement, unintentional / premature component deployment, occlusion of device or native vessel. IFU statements the gore® excluder® aaa endoprosthesis instructions for use (IFU) were reviewed with respect to the complaint detail for the applicable region and time period, and the following IFU statements were identified in relation to size selection and the reported deployment technique of pushing the device up during deployment. Warnings on usage 5. Do not change the location of the endoprosthesis once it has started to be deployed. [Otherwise, it may end up causing vascular damage or being placed in the wrong location. [Pre-treatment planning] 1. Measure accurate size of the aneurysm, and determine appropriate sizes of the trunk-ipsilateral leg and contralateral legs as well as aortic and iliac extenders. Follow the package insert of ¿excluder (c3 delivery system) or ¿gore® excluder® conformable aaa endoprosthesis (trunk-ipsilateral leg)¿ when selecting the appropriate size of trunk-ipsilateral leg component. [Positioning and deployment of the contralateral leg endoprosthesis] 9. Stabilize the contralateral leg delivery catheter around the entry of the introducer sheath and stabilize the introducer sheath relative to the patient¿s access site. 10. Loosen the deployment knob to release the lock and confirm the final position of the endoprosthesis. Place the endoprosthesis by using a continuous pull of the knob to release the endoprosthesis. Pull the deployment knob and deployment line out of the delivery catheter arm. Deployment starts from the proximal (i.e. Aortic) side and proceeds to the distal (i.e. Iliac artery) side. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.